Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage (bathrom).

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 100-110mg/dl fasting. Verified the strips expire 4/30/2018. Customer confirms the strips have been stored in the bathroom and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained lo and lo. Not fasting. (B)(6).